Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guidewire separation occurred. A .038 accustick ii was selected and inserted for a biliary drainage procedure. During procedure, the guidewire was inserted to the patient. Upon removal of the guidewire, a small portion of the end of the wire was noted to have remained inside the patient. The wire was then removed using a snare. No patient complications were reported and the patient's status is fine.